Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the pump was replaced. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer indicated that he thought the motor stall was due to an magnetic resonance imaging (MRI). The caller inquired about the status of the explanted pump. No further complications have been reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 20mg/ml at 9mg/day and bupivacaine 10mg/ml at 4.5mg/day via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported that the patient reported their pump started beeping yesterday, (B)(6) 2017. The healthcare provider did not know what kind of alarm was occurring and there were no details in the patient¿s chart. Per the healthcare provider, the patient was presenting today with drowsiness and nausea. The healthcare provider requested a company representative come to check the pump. Additional information received form a company representative reported that a motor stall occurred on (B)(6) 2017 and no recovery had been noted. There was also another stall in the logs on (B)(6) 2017 with a recovery approximately 10 hours later. Per the company representative the patient declined any mris occurring close to either of those days and there were no known magnets present to cause a stall. The reporter stated they would update the attending healthcare provider. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient was admitted to the hospital and bridged with intravenous (IV) opioids. It was reported the pump would be replaced on (B)(6)2017 and would be sent in to the manufacturer for analysis. No further complications were anticipated/reported,